Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, there was a belt slippage on the roller pump while performing pump jam test. The roller pump did not jam. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service rep (fsr) replaced the pump drive belt; the new belt slips even more, and the fsr suspects bearing grease has migrated to the drive pulley. The fsr replaced the roller pump with a loaner roller pump (sn (B)(4)) and the unit operated to MFR specifications and was returned to clinical use. The suspect roller pump was returned to the MFR for further eval.